Event description:
It was reported that the customer woke up with low blood glucose levels. The customer reviewed the bolus history, and found that the insulin pump delivered a 15 unit bolus at 12:24 am that she did not program. The customer did deliver a 1.0 unit bolus one hour earlier. The customer was very uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.